Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had alarmed for a battery out limit. The customer was assisted in reprogramming the insulin pump. The blood glucose reading was 249 mg/dl. She declined to troubleshoot for this issue. The insulin pump was not replaced or returned for analysis.